Manufacturer narrative:
H10: internal complaint reference case (B)(4).

Event description:
It was reported that, after total knee arthroplasty was performed on an unknown date, the patient presented a loose insert. This event was treated by performing a revision surgery on (B)(6) 2023, in which a 9mm bcs poly was removed and replaced with a 12mm journey ii right bcs poly. Patient's current health status is unknown.

Manufacturer narrative:
The device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, without supporting clinical documentation or the date of implantation, we are unable to conclude whether the component loosening was a result from a failure to achieve initial fixation or if an external event led to the disassociation of the insert from the baseplate. Consequently, the definitive clinical factors, to the insert loosening could not be concluded and none of the events leading up to the loosening were reported that may be related. However, it was noted during the revision the surgeon increased the thickness of the inlay from a 9mm bcs poly to a 12mm journey ii right bcs poly. Since it has been reported, the current health of the patient is unknown, the impact to the patient beyond the reported loosening, the subsequent revision, and the post-operative convalescent period cannot be confirmed nor concluded. Furthermore, it cannot be concluded there was a mal performance of the implant or an implant failure. Therefore, no further medical assessment can be rendered at this time. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, instructions for use, risk management file and prior actions review could not be performed. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include abnormal motion over time, bone degeneration, size selected, lack of ingrowth, osteolysis and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed